Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an error b30. The issue occurred during a therapeutic gall bladder removal procedure. The procedure was completed using a a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had an error b30. The issue occurred during a therapeutic gall bladder removal procedure. The procedure was completed using a a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was not returned to olympus for evaluation. Therefore, the customer¿s allegation could not be confirmed. The most probable cause of the reported event was unable to be established. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.